Event description:
It was reported that a device displayed a battery depletion (bd) alert. Technical services (ts) was consulted and requested for the device data to be sent in for analysis, but at this time it has not been received. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.